Event description:
It was reported patient was revised due to bone fracture 9 months post implantation. Attempts to obtain additional information have been made. However, no more is available.

Manufacturer narrative:
(B)(4). D6a: january 2022. D10 - medical product: unknown, spindle catalog # unknown, lot # unknown. Multiple MDR reports were filled for this event: 0001825034-2023-01716. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Medical records review indicates there is loosening and mild varus alignment of the proximal humeral implant as noted but this belongs to linked complaints. No implant or bone fracture was noted from the x-ray. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.